Event description:
It was reported in a review of a journal article titled vagus nerve stimulator implantation in children, that during initial implant surgery, intraoperative testing of the device was problematic, which required the use of a second generator to correct the problem. No specific information was provided in the article, and good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received.

Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. "Vagus nerve stimulator implantation in children." Archives of otolaryngology - head and neck surgery vol. 128 (nov 2002). 1263-1268.